Manufacturer narrative:
Ocd field service investigated and made necessary repairs to the primary metering and immunowash subsystems, returning the vitros 5, 1 to expected operation. Acceptable phyt performance has been maintained since the service activity. The root cause is instrument related.

Event description:
The customer obtained imprecise quality control results using vitros phyt slides on a vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient results were processed while quality control was unacceptable. There were no allegations of harm. This report corresponds to ortho clinical diagnostics inc.